Manufacturer narrative:
Added information to section d9 and h6 (type of investigation) updated section h6 (component code), h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). The report of "catheter body was broken" was confirmed. As received, catheter body was broken at approximated 3cm from y-adapter. Cross surface of broken section appeared uneven and rough. Catheter body matched at the broken location. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The manufacturing process have the controls to detect this condition. The units are inspected according to plan specifications, such as balloon visual inspection, catheter inspection for obstruction or restricted tube and for leakage. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Patient demographics unable to be obtained.

Event description:
As reported, during set-up this fogarty embolectomy catheter body was broken in half. No further information is available. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.